Event description:
It was reported that the patient presented to the hospital due to pacemaker pocket infection which resulted in erosion of the skin. The entire pacemaker system including his-bundle pacing lead was removed. The patient¿s condition was stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".